Event description:
As reported, this male patient had an initial left tka on (B)(6) 2021. The surgeon performed a poly swap on a logic cc knee. The patient was complaining of pain. There was no breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of pain and the subsequent revision cannot be conclusively determined; however, it is most likely related to patient conditions as associated with the interaction between the implanted device and the patient due to patient illness, bilateral knee replacements, unique anatomy, or other condition that impacts the performance of the device. D10: 6608367, 02-010-06-0230 - logic cc femoral size 3, left; 5777187, 02-012-50-3011 - logic fit/rbk augment 1/2 block sz 3, 5mm; 6571844, 02-012-61-2000 - logic offset stem ext coupler 2mm; 6806530, 02-012-61-2000 - logic offset stem ext coupler 2mm; 5738393, 02-012-64-1280 - tru fluted stm ext 12mm x 80mm blast; 5642075, 02-012-64-1412 - tru fluted stm ext 14mm x120mm blast; 7021049, 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t; 6605756, 204-70-00 - tibial stem ext. Screw; 7004345, 208-05-03 - cc distal fem augment sz 3, 5mm; 7004348, 208-05-03 - cc distal fem augment sz 3, 5mm.